Event description:
New information received indicated that the patient tolerated the procedure well and there were no complications.

Manufacturer narrative:
Lead explant date and return date were reported in MDR MFR # 2938836-2016-05666 a partial lead with the distal tip measuring 44.7cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.4-12.9cm from the distal tip. The etfe coating was damaged during explant at this location. Internal insulation abrasion was noted at 14.1-14.5cm from the distal tip. The etfe coating was intact at this location.

Event description:
New information received notes that the lead was explanted. The patient was discharged from the hospital with no complications post-procedure.

Event description:
It was reported that externalized conductors were observed during device change out for eri. The lead remains implanted.

Manufacturer narrative:
(B)(4).